Manufacturer narrative:
The dispatched field service engineer could confirm the reported problem and narrow-down the root cause to a malfunction of a dc/dc converter. The part was replaced, the device was tested afterwards and could be returned to use. The julian is equipped with a self-monitoring functionality that supervises all major device functions. If a deviation is being detected the device will trigger a warmstart to overcome this error condition. This restart procedure will last for approximately 30 seconds; the user is alerted to this condition by a corresponding alarm. For the duration of the restart the device switches to manual ventilation mode to allow spontaneous breathing or manual ventilation, respectively. If the deviation could be resolved by the warmstart the workstation resumes ventilation in the previously used mode with related settings. If the error condition persists the device has to be swapped out; the necessary time can be bridged with the unit by manual ventilation and emergency o2 dosage. The involved device was manufactured in october 1998 i.e. Was operated for almost 19 years already when the event occurred. "End of service" for this device generation was declared on (B)(6) 2013. This status means that devices exhibiting malfunctions after that date may be repaired as long as spare parts are available but spare part availability is not guaranteed anymore. The failed component is a plain electronic part which is not subject to mechanical wear-and-tear or similar deterioration. Aging effects can't be determined during routine service activities and thus, the part is not on the list of components that will be preventively replaced in regular intervals. Dräger finally concludes that the workstation responded as designed upon the malfunction of a single component. The device posted a corresponding alarm and, patient support was possible in manual ventilation. A component failure after almost 19 years of operation is considered acceptable.

Event description:
It was reported that the volume control mode at the anesthesia workstation intermittently failed several times. Reportedly, the patient support had to be continued by means of manual ventilation until the device could be replaced. There's no detail in the report which would reasonably suggest that patient consequences have occurred. The user facility was criticizing in a side note that the malfunction is not being detected during the pre-use check and that no spare parts are available anymore.